Event description:
It was reported that the bd eclipse¿ bd luer-lok¿ syringe with detachable needle had a difficult plunger that made it unable to deliver medication.

Manufacturer narrative:
Investigation summary: a device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. 1 sample was returned for investigation. The returned sample was subjected to visual inspection. The results of the visual inspection show no abnormality was seen on the sample. Since sample do not display the reported condition, no defects can be confirmed nvestigation. Based on the investigation results, we are unable to determine the root cause. The 1 returned sample was subjected to visual inspection. No clogged needle was observed from the visual inspection. For the duration of 12 months, no quality notification has been raised for a similar non-conformance.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ bd luer-lok¿ syringe with detachable needle had a difficult plunger that made it unable to deliver medication.